Event description:
The abbott vp 2000 processor is a device designed to automate and standardize slide specimen processing and routine slide staining for the laboratory. Customer reported having a leaking basin after receiving the product recall notification for potential vp 2000 processor leaking basins. The notification asked from customers to take the following action: "if you notice leaking or warped basins or an inability to place the basins into the vp 2000 processor, please call your local abbott molecular representative for coordination of basin replacement. An abbott molecular customer service representative or field service representative will be calling you to coordinate replacement of your vp 2000 heated reagent basins before december 31, 2010. Please note that additional measures have been taken to ensure currently available inventory does not exhibit this issue." Abbott molecular distributed an urgent product recall (3005248192-06/18/2010-001-c) via (B)(4) to (B)(6) customers based on customer receipt of vp 2000 processor and basin spare part since (B)(6) 2008. The following mdrs were also filed: MDR 3005248192-2010-0002, filed on (B)(4). MDR 3005248192-2010-0005, filed on (B)(4). MDR 3005248192-2010-0006, (B)(4). MDR 3005248192-2010-0007, filed on (B)(4). No injury was reported.

Manufacturer narrative:
(B)(4). Anti-backup failure, orange indicator over traveled the analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended; however, the antibackup feature was noted to be non-functional. The device locked out as intended but the orange indicator was visible at 11th firing sequence thus, it over traveled. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information anticipated, but unavailable at this time. (B)(6).

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device had been fired a few times and one time the surgeon had to push the firing trigger open, there was no tissue damage. While firing on the renal artery the device was difficult to fire and the indicator was not in the orange. A clip deployed and the jaws would not open, the surgeon forced the trigger open. There was no tissue damage. Another device was used to complete the procedure. No adverse consequences reported.